Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with loss of capture exhibited by the left ventricular. Imaging confirmed that the lead had dislodged. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) the patient was in stable condition.